Event description:
The customer reported via phone call that she had high blood glucose. The customer's blood glucose was 453mg/dl, she treated with insulin pump and blood glucose was not coming down. Customer also treated the high blood glucose with manual injection and in the morning the blood glucose was 254mg/dl. The customer treated herself another time with manual injection. She stated the black rubber ring around reservoir compartment came off causing the high blood glucose. Customer was advise to discontinue use of the insulin pump and revert to back up plan. The customer reports they have a backup plan. Unable to complete troubleshooting, sue to insulin pump being replaced. The customer was advised that the insulin pump would be replaced and agreed to return it for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.